Manufacturer narrative:
The lead is currently being analyzed in our post market quality assurance laboratory. This issue will be updated when analysis has been completed. A thorough evaluation of the returned distal lead segment was performed. Visual inspection noted the returned segment was 305 mm in length. The anode and cathode wires were severed at the proximal end of the distal segment with tooling marks and an overload region observed on both wire faces indicating that the wires were most likely cut. Therefore, the reported clinical observation of a fracture could not be confirmed. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific (bsc) crm received information that this atrial lead has sustained a fracture and was therefore, removed from service. No adverse patient effects were reported.